Event description:
Event description guidant/crm received information that this sweet tip rx lead had dislodged. After trying to re-position the lead, the screw tip was found to have tissue in it, the lead was explanted, and a new lead was successfully implanted.